Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient passed away approximately seven months after the implant of their cardiac resynchronization therapy pacemaker (crt-p) system. Twelve days prior to their death, the patient developed pyrexia and symptoms of disseminated intravascular coagulation (dic). The patient had developed an infection of an unknown source. The patient was treated with antibiotics and catecholamines to secure the patient's hemodynamics. The patient subsequently died. When the pacemaker was removed after their death, pus was noted. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices.